Event description:
It was reported that this left ventricular (lv) lead was exhibiting to high pacing thresholds & high out of range pacing impedances above 2000 ohms, caused by lead fracture. The lv lead was turned off. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is cause traced to device design.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting to high pacing thresholds & high out of range pacing impedances above 2000 ohms, caused by lead fracture. The lv lead was turned off. No adverse patient effects were reported.